Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed and pump stop events. Based on complaint history and similarly reported events, the pump stop and low speed events observed in the submitted log file are consisted with damage to two or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6) 2021 at 20:32:08 to (B)(6) 2021 at 11:22:54 and from (B)(6) 2021 at 14:00:51 to (B)(6) 2021 at 8:31:45. On (B)(6) 2021 at 13:50:20 and on (B)(6) 2021 at 10:19:07, the pump speed dropped below the low speed limit and stopped, resulting in 3 motor stopped active flags. The pump stop events were associated with 4 low speed hazards and 1 low speed advisories events. The pump stop and low speed events occurred while the patient was connected to battery power. There were additional low speed and pump stop events on (B)(6) 2021 resulting in 11 motor stopped active flags, 13 low speed hazards and 13 low flow hazards. Of note, the pump stop and low speed events on (B)(6) 2021 at 10:19:07 the voltage levels for the black and white cables indicated that the charge of the batteries drained exceptionally quickly to result in no external power alarms. The charge of the external batteries recovered following these events. A phase to phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log files. Of note, on (B)(6) 2021 at 8:18:31, the rosc voltage levels for the white cable and black cable was below the expected voltage levels. The voltage levels recovered following these events. A phase-to-phase or short to shield electrical short has the potential to cause fluctuations in rsoc voltage seen in the submitted log file. A distal end driveline repair was performed by the technical service representative on (B)(6) 2021. The driveline was returned severed approximately 20.25¿ from the metal controller connector. The driveline was returned with clear and white tape from approximately 0.75¿-14.0¿ from the metal controller connector. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. The silicone jacket was removed and revealed a brown discolored bionate. The bionate was removed and revealed numerous areas of shield breakdown. The shielding was removed, visual and microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Incidental finding: superficial driveline damage. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient's device had transient low speed, low flow, and pump stop alarms while on battery power. A phase to phase short was suspected. A driveline repair was performed and the patient was upgraded on heart transplant list. During the driveline repair on (B)(6), there was a controller exchange and driveline disconnect to facilitate switching the primary to the backup. The controller display was showing signs of wear and the green light was dim. A pump stop/low speed alarm occurred on (B)(6) after driveline repair while the patient was on grounded cable. It was recommended to place the patient on ungrounded cable. The spliced portion of the driveline returned on (B)(6) 2021 after repair. The bridge to transplant patient was transplanted on (B)(6) 2021. The pump was not returned for evaluation.